Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 525cc saline catalog #3501685 lot #1005813 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 525cc saline breast prostheses. Left breast prosthesis deflation was determined during physical examination. As a result, the patient underwent bilateral removal and replacement with unknown breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 5/17/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/17/2018, mentor became aware that the correct date of event was (B)(6) 2018. In return, the patient's age at the time of the event was adjusted (B)(6). Mentor also became aware of the replacement devices as the following: mentor memorygel breast implant 425cc gel catalog: 3504251bc, lot: 7561347 sn: (B)(4) and mentor memorygel breast implant 425cc gel catalog: 3504251bc, lot: 7561347 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Product evaluation discovered a rent measuring approximately < 0.1 cm within a crease and shell abrasion, suggesting in-vivo folding or creasing of the device located on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).